Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, episodes of noise were observed on the right ventricular (rv) lead. Provocative testing was performed, however, the noise could not be reproduced in clinic. No intervention was performed at this time. The patient was stable and will continue to be monitored.